Event description:
It was reported that during a total gastrectomy, the staples were unformed at distal part of staple line. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.